Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon implanted the pinnacle hundred series cup. When he attempted to put the hole eliminator in he said that he couldn¿t get the treads to line up and get the hole eliminator to engage. He tried three times, taking the hole eliminator out each time and trying to get it in at a different angle. I then opened another hole eliminator and he had the same problem, he attempted to engage this second hole eliminator twice. He decided to leave the cup implanted without a hole eliminator in situ and proceeded with the rest of the surgery. The surgery was delayed by approximately 10 minutes.. Cup was left implanted and no hole eliminator was implanted.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : "the lot :3792989 does not reflect a valid finished goods lot number. Therefore, a manufacturing records evaluation (mre) was not performed as no valid finished goods lot number was provided for this device."

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot : the lot#: 3792989, does not reflect a valid finished goods lot number. Therefore, a manufacturing records evaluation (mre) was not performed, as no valid finished goods lot number was provided for this device.

Event description:
Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot = a manufacturing record evaluation was performed for the finished device [121731048/3792989] number, and no non-conformances / manufacturing irregularities were identified.